Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones, and was found to be at elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted and returned to boston scientific for analysis.